Event description:
It was reported that the implantable neurostimulator (ins) wouldn¿t charge more than a ¼ full and it wasn¿t holding a charge. It was unclear as to when this occurred as the patient originally said it started in (B)(6), then it was stated to have started in (B)(6), and then it was stated to have started 6 months post-implant. The ins was noted to have completely died in mid-october. Follow-up was performed to determine if the patient had required any further assistance and if the patient had any further concerns. This event will be updated if additional information is received.

Event description:
Additional information received reported the patient¿s battery needed to be checked because it was not working. They had not charged their device since (B)(6) 2014 and the battery was thought to be over-discharged or discharged.. After meeting with the patient on (B)(6) 2015, an antenna locate was performed after which a power on reset (por) occurred and the patient was able to recharge normally. An over-discharge was not confirmed. The patient was doing well but had not yet turned on their stimulation and the por had not been cleared. The patient was going to call the manufacturer representative once they had fully charged.

Event description:
Additional information received reported the power on reset (por) was cleared on the day of this report. The error code with the por was unknown.

Manufacturer narrative:
Supplemental submitted for new information received. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2013, product type: lead. (B)(4).